Event description:
It was reported that the patient with this electrode received an inappropriate shock due to oversensing of non-physiologic artifacts. Two untreated episodes due to the same oversensing were also observed. Technical services (ts) was consulted, and the patient was brought in for troubleshooting. Isometric testing was done, and the sensing vector was changed to secondary. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode received an inappropriate shock due to oversensing of non-physiologic artifacts. Two untreated episodes due to the same oversensing were also observed. Technical services (ts) was consulted, and the patient was brought in for troubleshooting. Isometric testing was done, and the sensing vector was changed to secondary. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.